Event description:
It was reported that the physician's handheld was freezing and the physician is requesting a new programming system. A company representative troubleshooted the device and found that the handheld freezes intermittently at the interrogation screen. A hard reset was performed; however, the issue did not resolve. A new programming tablet was provided to the physician and the handheld and flashcard were returned for analysis. Analysis is underway, but has not been completed to date.